Event description:
It was reported that the patient had been hospitalized with hyperglycemia. She was unable to activate 5 pods due to communication errors at activation. As a result, the patient's blood glucose levels reached 500 mg/dl. Symptoms reported include nausea, paleness and inability to walk. As treatment, the patient received multiple daily injections (mdi) and applied a new pod. The patient was released from children's hospital siegen after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.